Event description:
It was reported that for the first time a surgery with the omnifit hfx took place at this hospital. The surgeon reported to stryker product manager (who was attending the procedure) that after using the trial head, he decided to place a unitrax c -taper sleeve +0mm and a unitrax head. During the procedure, the operating room nurse took the box with the sleeve and showed it to product manager, who agreed. Then the operating room nurse opened the package and gave the product to the surgeon, who placed the product in the pt. During the operation the surgeon mentioned that the reduction was a little more difficult than with the trial reduction. After performing the surgery, it was established that instead of the unitrax c-taper sleeve +0mm ((B) (4)), the unitrax c-taper sleeve +10mm ((B) (4)) was placed. According to the surgeon, there are no adverse consequences for the pt, no significant discrepancy in leg lengths, no extension problem and good stability.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.